Event description:
It was reported that a dissection occurred. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery (lad). The lesion was pre-dilated using a 2.25 x 12 mm semi complaint balloon. A 2.50 x 48 mm synergy stent was advanced for treatment. Post deployment of the stent, proximal dissection was noted. The dissection was covered with a 2.50 x 16 mm synergy stent and the procedure was completed successfully. No further patient complications were reported.